Manufacturer narrative:
Additional information: e1 (event site email, initial reporter).

Event description:
N/a.

Manufacturer narrative:
Related complaint: (B)(4). Upon completion of the investigation into this event, a follow-up report will be submitted.

Event description:
It was reported that flixene graft had humidity levels exceeded 80% for more than 24 hours and reached up to 100%. During inspection, bubbling was observed on the product labeling, and all products felt cold, as if like they were defrosted. There was no patient involved or adverse event reported.